Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level of 60 mg/dl. The customer had symptoms such as excessive thirst, frequent urination and headache and treated with insulin pump and manual injection. Customer's blood glucose value was 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.